Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially, it was reported that during the case when they were about to come onto ablation, the force readings for the catheter went extremely high and the smartablate generator displayed a red error message. To troubleshoot, the cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-dec-2023, there was a hole in the pebax and foreign reddish material was observed inside it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the pebax and foreign reddish material was observed inside it. A screening test was performed, and the device was visualized and recognized correctly. No force issues were observed, and since the sensor values were found within specifications, the event described by the customer could be related to the reddish material inside the pebax. However, the root cause of the damage on the pebax could not be determined. It was concluded that it occurred outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).